Event description:
Ous MDR - after an implantation time of about 7 months, it was reported that the ICD could not be interrogated. No worsening of the pt's state of health was reported.

Manufacturer narrative:
Ous MDR - the ICD underwent an electrical analysis, which showed that it could not be interrogated, in agreement with the clinical complaint. The ICD was opened. The battery was checked and proved to be completely discharged. Next, the electronic module was examined. It was found that the ICD was in a constant reset state. After terminating this reset state, the ICD could be interrogated again. A damaged integrated circuit of the electronic module was identified as the cause. The manufacturing data of the device were checked. At the time of shipment, the ICD was in a state conforming to specifications. There was no indication of a device defect at that time. In summary, the clinical complaint was caused by damage to an integrated circuit at the electronic module. There were no indications of a manufacturing error.